Event description:
It is reported that the pt is alleging harm caused by the device; however, the nature of the harm is unknown at this time.

Manufacturer narrative:
A complaint history search returned no additional complaints from any of the product lots involved in this complaint. Product compatibility has been confirmed. Neither x-rays nor operative notes have been provided for review. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.